Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and it would not deliver insulin. The no delivery alarms were recurring after changing the tubing, new batteries, and new insulin. Customer's blood glucose level went up to 500 mg/dl or 600 mg/dl. The no delivery alarm was resolved with a complete set change. The customer's high blood glucose symptom was nausea. The customer was advised that the device would be replaced and agreed to return the product for analysis.